Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the patient was treated for a right perimesecephalic dural arteriovenous fistula (davf). Vessel tortuosity was normal. The date of the procedure was (B)(6) 2025. The patient didn't experience any symptoms related to the event. There were no actions taken to address the catheter fragment in the brain. The device was prepared as indicated in the IFU. The cause of the break was unknown. Ancillary device included phil 25%.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that there were no issues that resulted in the damage that was found. The procedure was completed with successful treatment of the davf. There were no plans to retrieve the catheter tip. The tip was located at the middle meningeal artery (mma) with the proximal end in the internal maxillary artery (imax). The catheter break occurred during retrieval. It was noted that there had been resistance upon retrieval. There was no vessel calcification, and no kink/damage was noted on any of the devices.

Event description:
Medtronic received a report that the distal part of the marathon catheter broke off and was now in the brain of the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.